Manufacturer narrative:
Note investigation summary: customer experience was ¿inaccurate flow rate¿. This malfunction was not duplicated during complaint investigation and couldn¿t be found in alarm log history. Device passed functional testing within specifications. Delivery accuracy test results 20.2 ml (specification range 19 - 21) no probable cause was found as the complaint was not duplicated. Parts replaced: n/a.

Event description:
The event involved a plum 360 device, and it was reported that the device had inaccurate flow rate. There was patient involvement.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.